Event description:
It was reported that the closure device had shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device had shifted proximally. The patient was admitted for observation and to undergo another transesophageal echocardiogram (tee) the next day. The next day the patient underwent another tee procedure. The imaging showed the same results as the day before. The physician recommended the patient undergo open-heart surgery to remove the device. The patient declined to have this procedure and was discharged from the hospital. There were no complications that were reported to have occurred as a result of this event.